Event description:
It was reported that these products did not pass the inspection for (B)(4).

Manufacturer narrative:
Add'l lot# : pp19. Device manufacture date for lot# pp19: 12/02/2000. A supplemental report will be submitted upon completion of the investigation. This is the same event as stryker reference number (B)(4).